Event description:
The customer reported that while the unit was used on a pt, the unit generated an electrical failure code 50 (motor speed out of spec). The pt was switched to another unit and therapy was continued. No pt injury was reported.